Manufacturer narrative:
(B)(4). The returned product consisted of the emerge balloon catheter. The hypotube, shaft, balloon, and tip were microscopically examined. There was blood in the guidewire lumen. The balloon was loosely folded. There was a 5mm longitudinal balloon tear on the proximal end of the balloon. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending artery (lad). A 1.50mm x 15mm emerge push balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon longitudinal tear.